Manufacturer narrative:
A sample was not returned for evaluation. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the tubing of the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter comes apart at the base of the needle. This caused blood to be leaked out of the device. No injury or medical intervention was reported.